Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was assaulted before (B)(6) 2018 and within a couple of weeks, they suddenly started to notice issues. It was noted that they feel stimulation regularly, sometimes it changes; their stimulation would sometimes be really strong and sometimes they can only feel it on their left side. It was also stated that the ins moves around since about 2 weeks after the assault. It is poking out, sticking out, like a big bump under their skin. Troubleshooting included syncing to check their settings, but the patient got poor communication while using their antenna. When the antenna was removed, they were able to connect and the programmer showed that the ins was on, at 0.8v. It was recommended that they follow up with their healthcare provider to check the implant. It was mentioned that the patient couldn¿t remember the timeline because they were suffering from a concussion after the assault. No further patient complications are anticipated or expected as a result of this event.